Manufacturer narrative:
The manufacturer previously reported the device's blower motor was replaced to address a "ventilator inoperative" condition and the device's sensor board was replaced to address a "service required" code. The device's blower motor and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor causing the "ventilator inoperative" condition was found to be due to a locked rotor. No issues were observed with the device's sensor board.

Event description:
The manufacturer received information alleging a "ventilator inoperative" condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor pca was replaced to address the issue.